Manufacturer narrative:
Event date: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their ins replaced due to having issues with the ins turning on and off. The patient had external equipment replaced in the past, but they still had issues connecting to the ins. The inability to connect was determined to have been related to the ins. The patient's replacement ins resolved all of their previous issues. No further complications reported.